Event description:
It was reported that while placing an implant in a patient the surgeon felt it was not setting well so the surgeon adjusted the implant. As the surgeon pulled the implant out it broke. The surgeon used a new implant and was able to complete the surgery with the new implant. The surgeon was able to retrieve all fragments from the broken implant.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The back side of the implant has broken were it connects the "anchor" part of the implant. There are not visible signs the inserter was installed incorrectly. There are no signs that screws were ever installed in the implants holes. The fracture of the implant happened just past where the threaded center shaft of the inserter would stop. The face of this does not appear to have much angle to it. There are light witness marks on the back side of the implant indicating a slight lateral load placed on the implant. Conclusion: the observation of the broken section of the implant is consistent with over-load applied from the implant holder during the position or reposition of the cage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.